Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 225cc mentor memorygel breast implant and experienced right side breast implant intracapsular rupture postoperatively; diagnosed after physical exam and and confirmed via MRI. The patient underwent bilateral explantation and replacement with catalog number 3502251bc; serial number (B)(4) on the left side, and with catalog number 3502251bc; serial number (B)(4) on the right side on (B)(6) 2022. It was reported that the patient is recovering very well.

Manufacturer narrative:
Per paperwork received with the device on june 6, 2022, and after clinical/secondary review of this file performed on june 29, 2022, it was decided to add clinical code "seroma", and "surgical intervention" under health effect impact code (to capture the mentioned biopsy) to more accurately capture the reported event. Device evaluation is pending with this additional information and a supplemental report will be submitted once evaluation is completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was noted within the shell abrasion measuring approximately 10.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The possibility of bia-alcl should be considered when a patient presents with a late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent them to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2022, mentor received updated e-mail address for the initial reporter. Hence, field e1 has been updated on this form to (B)(6). On june 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).